Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was received and evaluated. Upon visual evaluation, core wire and sonic connector were seen separated from the proximal end of the handle assembly. The outer jacket of the catheter was seen twisted. Therefore, the investigation is confirmed for the reported material separation issue and the identified material twist issue. Although it is likely the catheter is not free to rotate while connecting/disconnecting the catheter from the transducer caused the twisted catheter sheath and separation of the sonic connector from its seat in the handle assembly, a definitive root cause of these events could not be determined based on the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2024), g3, h6 (device, method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a recanalization procedure, the sonic connector allegedly separated from its seat in the device handle. There was no patient contact.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. As the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2024).

Event description:
It was reported that during preparation for a recanalization procedure, the tip of the device allegedly separated. There was no patient contact.